Event description:
Patient died suddenly. Post-mortem interrogation of pacemaker revealed ventricular pacing in vulnerable period of unsensed pvc, inducing rapid vt which degenerated into vf. Analysis of pacemaker by manufacturer reported no anomaly in function.